Event description:
As reported by the (B)(6) registry, the angioguard had difficulty during removal from the patient. At the time of the index procedure, angiography revealed 95% stenosis of the left ostium of internal carotid artery. The lesion was described as 25mm in length, circumferential, eccentric, ulcerated, moderately calcified, and severely tortuous. The reference vessel was 8.0mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was asymptomatic. During the procedure, an angioguard with an 8mm basket was deployed beyond the lesion and predilated. A 9 x 40mm precise pro rx stent was implanted at the target lesion with a 0% residual stenosis. There was difficulty experienced during removal of the angioguard from the patient. There was no prepping or flushing difficulty experienced. There was no damage to the box/package noted. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged two days after the index procedure with an (B)(4) stroke scale score of 0.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the angioguard had difficulty during removal from the patient. Additional information also indicated that the patient experienced an "other" neurological event approximately two weeks post index procedure. The onset was sudden and the patient fully recovered without deficit. At the time of the index procedure, angiography revealed 95% stenosis of the left ostium of internal carotid artery. The lesion was described as 25mm in length, circumferential, eccentric, ulcerated, moderately calcified, and severely tortuous. The reference vessel was 8.0mm in diameter. The patient's pre-procedure nih stroke scale score was 0. The patient was asymptomatic. During the procedure, an angioguard with an 8mm basket was deployed beyond the lesion and predilated. A 9 x 40mm precise pro rx stent was implanted at the target lesion with a 0% residual stenosis. There was difficulty experienced during removal of the angioguard from the patient. There was no prepping or flushing difficulty experienced. There was no damage to the box/package noted. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged two days after the index procedure with an nih stroke scale score of 0. A review of the device history records relative to the manufacturing, inspecting and packaging of lot 04405957 was performed. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion regarding device removal difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event. Sudden onset of a focal neurologic symptom and/or sign lasting less than 24 hours, presumably brought on by a transient decrease in blood supply, which rendered the brain ischemic in the area producing the neurologic symptom, is a known potential adverse events associated with carotid stent implantation procedures. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.